Event description:
Pt experienced an abscess 2-3 three weeks after her second miradry treatment on (B)(6) 2014. Wound opened into a 2 cm x 4 cm sinus track. Treated with topical prescription. Wound slowly healing over 6 weeks. Slight infection developed during that time and was treated with oral antibiotic. Expected to resolve.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed mfg steps and processes (including sterilization processing) were met and followed, with no issues identified.